Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 5/8/2019. The investigational analysis has been completed. Investigation summary: the device was inspected and the catheter tip was found damaged with reddish material inside the pebax. Then, during the second visual inspection, the tip was observed bent and a hole was observed in the surface of the pebax, as well the material observed in the first inspection. Then, a tilt was performed and the catheter passed the specification. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufactures reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab noted a hole in the pebax. Initially it was reported that during the scopy, there was an abnormal shape of the tip that at the sight resulted damaged. Additional clarification was requested on the device issue and the response received stated there was difficulty during removal of the catheter; however, there were no wires being exposed. The damage did not result in any lifted or sharp rings. The catheter was not pre-shaped. A termumo 9 fr sheath was used during the procedure. In addition, a picture was provided of the device issue. It was noted that there was foreign material inside the pebax. However, no integrity damage to the pebax was noted. The tip was noted to be slightly bent with no integrity damage. The foreign material found under the pebax with no integrity damage to the pebax was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The bent tip was assessed as not reportable. The tip of the catheter was bent with no integrity damage. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster inc. Product analysis lab received the device for evaluation on may 8, 2019 and noted that the device was received in the condition reported as the distal tip was damaged and reddish material was in the pebax. This returned condition remained assessed as not reportable. During additional assessment on may 21, 2019, the catheter the tip was found bent with reddish material inside the clear pebax and in addition a hole was found on the surface of the pebax. The additional finding of the hole on the pebax was assessed as a reportable issue. The awareness date for this finding is may 21, 2019.